Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit was blocked & not functional. There was a delay of 40 minutes. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4: (B)(4). On may 8, 2018, it was reported that the device was blocked & not functional. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was august 2, 2017 where it was reported that the device was not functioning and had low power and the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, swivel, and o-ring were replaced. This is not a related issue. Product review of the electric dermatome on june 29, 2018 revealed that the device was in terrible condition on arrival. The entire head and neck assembly needed replaced and the motor was frozen up (0 rpm). The customer did not return a power supply for evaluation. The calibration cannot be measured due to the damaged head and the control bar position couldn¿t be checked due to the control bar lever not moving. Repair of the electric dermatome was performed by zimmer biomet surgical on june 29, 2018 which included replacement of the power cord assembly, power switch, damaged head, damaged control bar, thickness lever, reciprocating arm, neck, bearings, seal and retaining ring, calibration shaft, motor, and o-ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the entire head and neck assemblies were damaged and the motor was inoperative. It was also noted that the calibration could not be measured due to the control bar lever not moving. The cause of the device being blocked and not functioning was due to the numerous damaged components and inoperative motor. The root cause of the device being blocked and not functioning could not be determined with the provided information since it is unknown how the damaged occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.